Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v641374, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient was hurting the day prior to the call, so they checked their implantable neurostimulator (ins) with the patient programmer. The patient saw a power on reset message and a ¿call you doctor¿ icon. It was noted they were unable to adjust stimulation. During the call, the patient tried to connect the programmer to the ins, but only received the poor communication screen with and without the antenna. It was stated the patient only used the programmer every couple of weeks. If the patient had more pain they would turn it up and would turn it down if they had less pain. Additional information has been requested, a follow up report will be sent if additional information is received.